Manufacturer narrative:
The initial MDR 1226181-2016-00360 was filed on july 08, 2016. Additional information was received on 07/13/2016: a siemens headquarters support center (hsc) specialist reviewed the data provided. No other patient samples were questioned. No instruments errors were found at the time of testing. The instrument data was not available for this sample, limiting hsc's investigation. Quality control (qc) was in range, no instrument issues were found, and no other patient samples were questioned. Hsc suspects a sample related issue caused the discordant result. Information about sample handling was not provided. The cause of the discordant, falsely elevated urinary/cerebrospinal fluid protein (ucfp) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Quality control (qc) data was provided and was in range. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated urinary/cerebrospinal fluid protein (ucfp) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result of ucfp was reported out to the physician(s). The physician prescribed medication for the patient. The patient goes to a kidney physician and routinely does a dipstick at his house. The patient questioned the result and tested his urine which gave a negative result for protein. The customer tested the original sample again on the same dimension vista 1500 instrument and resulted lower. A corrected report was released to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated urinary/cerebrospinal fluid protein result.